Event description:
On (B)(6) 2012, intuitive surgical received (B)(4), concerning a da vinci si partial nephrectomy procedure. The event details are provided below: tip cover failed while diathermy was activated and the exposed wires 'flamed'. The tip cover was observed to have split along the joint where the plastic sheath joins the flexible clear silicone part of the tip cover. The instrument was removed, tip cover removed, and a new tip cover was placed onto the instrument. The procedure continued to conclusion. No injury occurred to the patient. Item returned has no silicon section as this disintegrated once after it was removed from the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has made multiple attempts to contact the hospital to verify additional information concerning the reported event. A follow-up MDR will be submitted to the FDA if the instrument is returned (post engineering evaluation) or if additional information is received.